Event description:
The customer reported to olympus, the video system had loose video connector socket which caused video distortion. The event occurred during preparation for use, prior to a cystoscopy diagnostic procedure. It was reported that the procedure was completed using the same device. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon inspection of the returned device the following defects were found, main lamp does not ignite but spare lamp does work, and video connection issue which caused no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h10 - the olympus service center did not confirmed the reported event during inspection and testing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the reported event (loose video connector socket which caused video distortion) was unable to be duplicated. The root cause of this event was unable to be identified. Additionally, it¿s likely the main lamp did not ignite due to faulty lamp a. The root cause of the faulty lamp was unable to be identified. Olympus will continue to monitor field performance for this device.